Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room due to high blood glucose level. Customer had blood glucose level of 257 and 360 mg/dl. Customer was treated with manual injection. Customer had symptoms such as nausea and vomiting. Customer was not using auto mode. Customer was not using auto mode. Customer stated that there was no air bubbles and leak. Customer did not allege insulin pump for under delivering. Insulin pump passed self test and high pressure test. The insulin pump will not be returned for analysis.